Event description:
A customer reported obtaining unexpected negative reactivity on galileo neo 90205.

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer cleaned the mirror and light diffuser and performed the unexpected reaction checklist. Acceptable results were obtained. The daily and weekly maintenance was performed with acceptable results. Qc and an antibody screen was performed on several patient samples. The expected results were obtained. The instrument is operating according to specifications.